Manufacturer narrative:
Supplemental report provided as the item number was identified during the investigation process. Please refer to previously provided summary investigation provided under MFR#: 0002023141-2021- 02389. Sections updated: b4: date of this report. D4: catalog number. G3: date investigation results were approved/ item number was identified. G4: additional 510(k) numbers are k011028 and k013227. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative. Section correct: d1: brand name.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient's weight not provided. Catalog and lot number not provided. Reporter's name not provided. Manufacturing date not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to peri-implantitis. Patient will return for a new implant.